Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
My name is (B)(6), and I have been a customer since 2023 when I first started using byte aligners. Initially, I was pleased with the progress I was seeing, but unfortunately, I had to stop treatment after being diagnosed with tmj. Since then, I have reached out multiple times to discuss my options and seek support, but I feel I haven't received adequate assistance from your team.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.